Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the oxygen supply pressure transducer printed circuit board (pcb), transducer cap, and performed an oxygen regulator differential balance.

Event description:
It was reported that during patient use the ventilator's oxygen alarm does not function. The patient was switched to an alternate ventilator and there was no harm done.